Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to implanted this subcutaneous implantable cardioverter defibrillator (s-ICD) difficulty was experienced interrogating the device. A magnet reset was performed and the device was successfully interrogated. The implant procedure was completed without further complication. No adverse patient effects were reported.